Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the customer's meter is unknown as the meter serial number was not provided.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing. The reading(s) the customer reported were found in the meter's memory.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving readings of 75 mg/dl, 77 mg/dl, 69 mg/dl, and 68 mg/dl compared to lab results of 150 mg/dl and 152 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.